Manufacturer narrative:
Device evaluated by MFR: the main coil and the delivery wire were returned with a non-boston scientific catheter (4f). The main coil and the delivery wire was stuck inside the non- boston scientific catheter. It was necessary to remove the main coil and the delivery wire. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jun2025. It was reported that the coil became stuck in the catheter. An 8mm x 40cm interlock? -35 was selected for varicocele embolization. During the procedure, the coil was advanced into the non-boston scientific catheter, however resistance was felt. The coil was tried to be removed, but the coil remained stuck. The coil was not deployed and was removed together with the catheter from the patient's body. The outcome of the procedure was successful. There were no patient complications as a result of this event. However, device analysis revealed arm coil detached.